Manufacturer narrative:
On 31-may-2022, bwi received additional information regarding the event. The vizigo lot number and catheter are not available. The smartablate pump serial number is g4cp-1065. No service is being requested at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed. Per the event, several tests were performed. The magnetic features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [(B)(4)] number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the bubbles remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and an unknown carto vizigo sheath. The patient suffered st elevation, cardiac arrest, air embolism and a cardiac catheterization. During an afib procedure after going transeptal, the patient's pressure dropped. Then st elevation was noted and that bubbles were visualized in the aortic valve on the intracardiac echo (ice) image. The patient was in cardiac arrest and CPR was performed. The cause of the bubbles is unknown. The patient was stable at the time of the call. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the physician was unsure as the products appeared to be functioning properly. CPR was performed for a few minutes, followed by a cardiac catheterization procedure performed by another interventional cardiologist. The patient outcome of the adverse event was fully recovered (no residual effects). The patient stayed overnight for monitoring. Patient fully recovered with no neurological symptoms. Ablation catheter information is not available because the ablation catheter was not in body at time of event. There was no malfunction that was observed with the pentaray. No catheter was hooked to the pump at time of event. The pentaray and vizigo sheath will be reportable based on the available information. The sheath and /or pentaray could have introduced the air. The pentaray catheter will be returned for irrigation analysis. This report is for the pentaray. The vizigo sheath has been reported in manufacturer report number 2029046-2022-01069. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.